Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, there was no tissue damage.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clevis piece was broken and on one side of the instrument. A clevis piece on one side disengaged during articulation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic surgery for prostate cancer. The surgeon articulating the device to exclude tissue and found a broken piece. It was immediately retrieved. Then, the surgeon tried to close the hand of the device but could not. The device was removed with the trocar due to the issue. Another device was used to complete the procedure. Surgical time was not extended greater than 30 minutes. Patient status is no problem.